Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking. The leaks were described as either from the middle port or from the side seams of the bags. The leaks were discovered during filling/packaging process. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the lot was manufactured september 07, 2018 - september 08, 2018. Two (2) samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a spike port cap leak at the base of the spike port for both samples. The reported condition was verified for both returned devices. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.